Manufacturer narrative:
A complete analysis and testing of the insulin pump showed it was operating within specifications. The device passed all functional testing. No unexpected no delivery or motor error alarms.

Event description:
The customer reported that the insulin pump alarmed no delivery after changing the infusion set and then alarmed motor error. Troubleshooting was performed, and no damage to the drive support cap noted. The caller stated that there was a piece of plastic missing on the insulin pump, and it is located outside of the reservoir compartment. Assisted the customer to run the displacement test and the test passed. The caller stated that the insulin pump has been acting slower. During the call, the customer mentioned going to the hospital several times due to gastroparesis. The blood glucose reading at time of her admission was 723mg/dl. The customer stated that every time she got an ear infection her blood glucose rise. The caller also mentioned being in the hospital for thirteen days and she passed out three times while staying in the facility and had hypoglycemia awareness. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.